Event description:
In 2006 a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. When a gore introducer sheath was removed, it ruptured the right common iliac artery. The rupture was surgically repaired. The pt tolerated the procedure.

Manufacturer narrative:
The gore introducer sheath was discarded by the facility.